Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reportedly received the following results on an advantage meter, compared to a professional meter, within 10 minutes: 14 mmol/l (aviva) and 8.5 mmol/l (professional meter).